Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a motor vehicle accident, the patient experienced ineffective therapy. Troubleshooting revealed high impedance on the l5 lead. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-04189. Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue. Prior to the procedure, it was noted that the s1 lead exhibited high impedances. It is unknown which s1 lead had high impedance.

Manufacturer narrative:
Correction: a4 - patient weight updated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6) , batch: 8081544.